Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no valid lot number was provided. Root cause could not be determined. All information reasonably known as of 10 mar 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
FDA medwatch / FDA user facility report # mw (B)(4) received on 19-feb -2020, and the following information was provided: "patient intubated with inline suction catheter in place. Patient vent popping off easily with cares/interventions. Noted inline to have crack in plastic that connects vent to patient's ett [endotracheal tube]. Able to quickly change inline suction to fix issue." Additional information received 19-feb -2020 indicated there was no harm to the patient.

Manufacturer narrative:
Additional information: b3: date of event provided all information reasonably known as of 27 apr 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.